Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, amenorrhea, double vision, anesthesia and multiparous. Concomitant products included biotin, ethinylestradiol;etonogestrel (nuvaring) and ibuprofen. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches,"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced fatigue ("fatigue,"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, alopecia, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure. Insertion details - 2 essure coils, one in each side. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : back pain, vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, amenorrhea, double vision, anesthesia and multiparous. Concomitant products included biotin, ethinylestradiol;etonogestrel (nuvaring) and ibuprofen. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches,"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced fatigue ("fatigue,"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, alopecia, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure. Insertion details 2 essure coils, one in each side. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : back pain, vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: medical record received. Case became serious incident as removal was done. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.